Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device did not coagulate, did not cut tissue properly, produced only mild heat, and sounded as if it was working but was not. There was approximately 400 ml of blood in the suction canister which was seen after changing the handpiece and put the cut/coag up to 50/50. A new pencil was used and tried turning the settings up, but these steps did not resolve the issue. A new machine was used and it worked perfectly. There was an inability to control patient bleeding; but there were no adverse effects to the patient given the timely intervention.